Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was going to perform jejunum or jejunum anastomosis on a laparoscopic gastric bypass, the was closed in the tissue and when firing, the staples did not come out and the scalpel blade did not slide. Another reload was used to complete the case. There was no patient injury.